Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "device failed tsw 12 during routine check. The inspiratory valve linearity check for 100ml/s was out of range. Despite re-adjusting the potentiometers, flow pat for linearity check remained somewhat between 76-78ml/s. Please kindly proceed exchange for inspiratory valve replacement. "